Event description:
Device 2 of 3. Ref MFR reports: 1627487-2012-02324 and 1627487-2012-02326. The pt received two leads (from the same lot), two anchors (from the same lot) and an ipg as part of his scs system. It was reported the pt's system was explanted due to an infection. It was reported the pt had undergone an unrelated surgery involving a wound that did not heal correctly. The pt allegedly was treated for months at a wound clinic before the implanting physician was aware of the infection issue. It was reported pus was present at the lead insertion sites and cultures were taken of the ipg pocket and lead sites. The cultures results are currently unk. The pt is being treated with oral antibiotics. No further info is available at this time.

Manufacturer narrative:
The returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Method - the device history and sterilization records were reviewed. Result - the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event was found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.